Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1751, awareness date 20-oct-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Essure was removed by means of fallopian tube removal/exploratory in (B)(6) 2010 to see what was causing all her pain and discomfort. Doctor removed fallopian tubes and found that she was full of infection because the right coil broke off, punctured her fallopian tube and migrated to the top side of her uterus. The infection was treated with antibiotics only to find she was still extremely ill and one month later she opted for complete hysto (interpreted as hysterectomy) to remove all the infection and damage essure caused her. To the day of report (2015), she was still dealing with fatigue, inflammation and many other autoimmune symptoms that nobody could explain to her. She also had essure inserted at the same time she had an ablation. Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.